Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported lower readings when scanning the adc freestyle libre sensor compared to an unspecified meter. On (B)(6) 2019, initially, the customer had received a "lo" (equal or less than 40mg/dl) for 2 hours. Soon after, the customer obtained a scan of 163mg/dl and 150mg/dl compared to a blood glucose of 265mg/dl and 221mg/dl respectively, obtained on an unspecified meter. The customer experienced extreme fatigue, tiredness, and difficulty breathing and was diagnosed by an hcp with diabetic ketoacidosis. The customer was treated with unknown IV medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower readings when scanning the adc freestyle libre sensor compared to an unspecified meter. On (B)(6) 2019, initially, the customer had received a "lo" (equal or less than 40mg/dl) for 2 hours. Soon after, the customer obtained a scan of 163mg/dl and 150mg/dl compared to a blood glucose of 265mg/dl and 221mg/dl respectively, obtained on an unspecified meter. The customer experienced extreme fatigue, tiredness, and difficulty breathing and was diagnosed by an hcp with diabetic ketoacidosis. The customer was treated with unknown IV medication. There was no report of death or permanent injury associated with this event.